Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The displacement test and self test could not be performed due to a partial display. The insulin pump had a partial display due to a cracked display glass, a cracked reservoir tube lip, cracked case at the display window corners, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
It was reported that the insulin pump had damage on the display and the screen was unreadable. Customer's blood glucose reading at the time of the call was 9.7 mmol/l. No further information reported.